Event description:
On (B)(6) 2018 the customer contact dario to report blood glucose readings are higher than they should be for him. The customer just received the dario meter. He did the first reading after he didn't check in a long time. The reading was above 600, he called his physician, who sent him to the emergency room. Reading there was 500 confirmed the dario meter reading. He stayed in the ER for 4 hours until stabilized. The hospital reading confirmed the high reading on the device was correct. After returning home he checked and reading was higher than expected. He opened new strips cartridge and the issue was resolved; readings were in order. Strips and meter labeling were reviewed; no non-conformance noted.